Event description:
Dexcom's servers for their continuous glucose monitoring device has been off line for approx 48 hrs. This has made it impossible to remotely monitor his blood sugar which can drop or rise spontaneously to dangerous level. By remotely, this means anywhere not in direct contact using his receivers connected by bluetooth. If parents are out of range (another room) they can't see or hear any alarms. Of further concern is that dexcom's only communication is a random page on their website stating the server is down and (B)(6) posts. Many families were caught off guard many hours after the server was down by the lack of data or alerts to the lack of data. This inability to communicate to their customers of a urgent/emergent device failure is alarming. They currently have no eta for the return of function to their devices that my family and many families rely on. As a pediatric neurologist, I am filing this as to provider rather than a pt, as I represent both roles. FDA safety report ID# (B)(4).